Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion of the catheter, the dilator was installed. It was difficult to pass the catheter over the guide wire. The guide wire fractured. As a result, another product was used for the procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported. The physician noted the catheter is stuck to the guide wire. The device was discarded. Follow up information states the guide wire kinked and it was noted after they opened the pack.